Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12th october 2025, it was reported by an arthrex employee via email that for an ar-2323pslc-1, suture anchor, peek swivelock® c, 5.5 mm x 19.1 mm, closed eyelet, when sutures were being loaded into a 5.5mm swivelock anchor, the retention suture holding the peek eyelet broke meaning the eyelet could no longer stay attached to the anchor by way of retention suture. This was detected during use in an acl repair on (B)(6) 2025. The procedure was completed successfully as a new swivelock was opened.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.